Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged an issue with his one touch ultra meter. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that there was something loose and rattled inside the meter. The alleged issue first occurred on the same day at 11:00 am. The patient reportedly took no diabetes treatment actions following the issues. He also mentioned that he felt shaky, cold sweat, dizzy, and was hard for him to see; he treated himself with food/beverage at 1:00 pm. This complaint is being reported because the patient claimed that something rattled inside the lfs meter and it was not clear whether the patient was able to obtain a reading on the lfs product. The patient claimed he developed symptoms suggestive of hypoglycemia after the reported issue began and he treated himself with food/beverage. Replacement products were sent to the lay user/patient.